Event description:
Complainant alleged that during biomed testing the device failed electrical safety test for ground resistance and was unable to obtain an ECG signal. Complaint indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.